Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6). This complaint is to capture the revision surgery reported in (B)(4). On (B)(6) 2019 the patient had a revision of the right total knee due to right knee instability with aseptic loosening of the femoral component and pain. Competitor cement was noted to be used during the revision. During the surgery, there was lysis at the lateral femoral condyle. Doi: (B)(6) 2011; dor: (B)(6) 2019; right knee.